Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset. And was treated with intravenous (IV) piptaz injection (dose reported as 4.5 gm and 1 gm, once a day, duration was not reported), IV ceftazidime injection (1 g, once a day, duration was not reported) and IV vancomycin injection (1 g, once a day, duration was not reported) for peritonitis. Three days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. At the time of this report, the patient remained hospitalized and was not recovering from the event. No additional information is available.